Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. The next day the ear was red and swollen but the earring was not removed until one week later. Medical treatment was sought on 1/14/00 for infection at the site. It was lanced and drained and pt was placed on antibiotics.